Manufacturer narrative:
(B)(4): the complainant indicated that the device was disposed of and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx covered stent was used during a procedure to treat a 4cm malignant stricture due to cancer of the lower choledochus, performed on (B)(6), 2010. According to the complainant, during deployment, the physician attempted to reconstrain the stent in order to reposition it. The stent could not be reconstrained and the physician withdrew the partially deployed stent from the patient. There was no tissue abrasion noted. The patient's anatomy was not tortuous and the stricture had not been predilated. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".